Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the artifacts were on the big cassette. The device was in clinical use and there was no patient or user harm. The field service engineer (fse) performed an analysis and concluded that the detector had been dropped, resulting in visible image artifacts. The fse attempted to perform detector calibration; however, the calibration failed and revealed significant dead-pixel traces. After removing the battery, the shock indicator showed and found to be red. The damaged detector has been replaced, calibrated and tested. System returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the there are artifacts on the big cassette. The device was in clinical use and there was no patient or user harm.